Manufacturer narrative:
Subject device has been returned and evaluations are completed. The manufacturing documents were reviewed and no complaint related issues were found. A manufacturer evaluation was conducted; it reported the device as received condition: one tip broken at the hinge and concluded: device meet specifications at time of manufacture.

Event description:
Consultant reported an event occurred on (B)(6) 2011 while the surgeon was performing a cuneiform fusion procedure; the plate snapped and broke. The surgeon selected another instrument and completed the procedure. It was reported that there were no pieces to retrieve. No harm to the patient and no time to the procedure was extended. This report is 1 of 1 for complaint # (B)(4).